Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shock. A patient initiated interrogation (pii) was performed and was successfully done. Boston scientific technical services (ts) then recommended contacting clinic to have the ICD interrogated if unable to upload data successfully in the system. Attempt to obtain additional information was unsuccessful. This ICD remains in service. No adverse patient effects reported.